Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that liquid leakage occurred from the connection part between the tube and the connector of the nrfit cassette 250 ml reservoir. The event occurred during priming. There was no reported patient involvement. No patient harm or injury was reported.